Manufacturer narrative:
This report is being supplemented to provide additional information from customer and based on the approved final investigation. The device evaluation was able to confirm the customer's failure and found additional findings that include, damages to the coupler, camera head, and camera cable where the water tightness was lost. Based on the results of the investigation, due to a damaged camera head and coupler unit, the image is misaligned. It is assumed that the blurry image reported by the customer was caused by residual liquid that entered the endoscope during reprocessing because of the loss of water tightness and was not dried completely at the customers facility. The most probable cause of the identified failures is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ a device history review of the current product was conducted and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
Olympus further received information that the reported issue was noticed prior to start of procedure.

Event description:
It was reported that the subject device presented a blurry image. There was no report of patient harm.

Manufacturer narrative:
The device is expected to be returned to olympus for evaluation. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.